Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No button error alarm noted. Unable to verify for low reservoir alarm due to no escape and act button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Customer also reported receiving a low reservoir alarm. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).